Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial and ventricular leads exhibited which could be reproduced. The patient was asymptomatic. All other electrical values were checked and found to be normal. The physician elected to continue monitoring the patient.